Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: na; this manufacturing site is not FDA registered and devices produced by it are not distributed or sold in the us. The reported sion guide wire was returned for evaluation. Originating from the proximal-mid solder (set at 45mm from the tip for the purpose of fixing the outer coil onto the inner core), the outer coil was found elongated distally for approximately 100mm and then fractured, exposing the inner coil and the fractured core (composed of a straight core wire and a twist wire). The core fracture end was located at approximately 3mm distal to the distal end of the inner coil. Helical deformation of the guide wire was observed distal to the proximal-mid solder, indicating that the wire was rubbed strongly. Microscopic observation found that each fracture end of the straight core wire and the twist wire was necked, indicating that tensile stress had contributed to the core fracture. The fracture end of the outer coil was found necked by torsion and tensile tress that were likely generated when the outer coil was pulled and straightened. A trace of solder was found proximal to the coil fracture end, suggesting that the outer coil fractured at the distal-mid solder. Measurement of the returned guide wire suggested that approximately 5mm of the straight core wire and twist wire, and approximately 25mm of the coil including the distal-mid solder and the ball tip were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with wire removal had most likely caused the reported separation of the guide wire. As the wire tip was trapped between the stent and the vessel wall, the generated tensile stress exceeded the product design limit, fracturing the core wire and the twist wire. Further applied tensile stress then made the outer coil elongate to fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi sion guide wire had fractured during a percutaneous coronary intervention (pci) to treat the segment #6 of the left anterior descending artery (lad). The sion guide wire was advanced into the diagonal branch for protection purpose. When the physician tried to remove the guide wire after stent deployment in the segment #6, the jailed sion guide wire was found trapped by the stent. After some attempts to remove by pulling, the radiopaque segment of the sion guide wire detached and remained in the patient anatomy. The tensile stress generated with wire removal made the deployed stent deformed and recoil was noticed at the stenosis. Another stent was then deployed in the left main trunk (lmt) to successfully reestablish blood flow. It was confirmed that the wire fragment was embedded by the stent and would not move. The procedure was then ended. The patient was fine after the procedure.